Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Block h11: the axios stent and electrocautery enhanced delivery system were not returned for analysis. However, media inspection of the photo provided by the complainant shows the original pouch with the label including the upn and lot number. Based on the information available and without proper evaluation of the device, there is not enough evidence to determine whether the reported events of stent first flange failure to expand and stent first flange difficult to position were due to the physician's manipulation of the device during the procedure, or whether it was related to a device malfunction. Taking all available information into consideration, the investigation concluded that the most probable cause is cause not established. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
This report pertains to one of two axios stent and electrocautery enhanced delivery system devices used in the same patient. Refer to manufacturer report 3005099803-2025-05744 and 3005099803-2025-05745 for the associated device information. It was reported to boston scientific corporation that two axios stent and electrocautery enhanced delivery system were intended to be implanted in a 74-year-old patient treated for pancreatic cancer complicated by duodenal stenosis, who received a stent in (B)(6) 2025 and developed jaundice related to biliary stenosis. The stents were intended to be placed in the bile duct to allow bile drainage during a procedure performed on (B)(6) 2025. During the procedure, access to the bile duct was achieved by deploying the first stent (subject of this report) at the site of the stenosis.; however, during deployment, the physician noticed that the distal flange was not deploying properly. The physician continued with the other steps, hoping the stent would open, but this was unsuccessful. An attempt to continue the deployment resulted in the stent moved into the duodenal lumen. The stent was removed. The physician then replaced the device and inserted another axios stent (subject of report number 3005099803-2025-05745). However, the stent showed the same expansion issue. It was then then decided to insert a guidewire into the common bile duct through the hole made by the axios stent, but this was unsuccessful as well. Finally, a third axios stent was used to drain the gallbladder through the duodenal wall, which deployed successfully with good bile flow at the end of the procedure. There were no patient complications reported as a result of this event at this time.

Event description:
This report pertains to one of two axios stent and electrocautery enhanced delivery system devices used in the same patient. Refer to manufacturer report 3005099803-2025-05744 and 3005099803-2025-05745 for the associated device information. It was reported to boston scientific corporation that two axios stent and electrocautery enhanced delivery system were intended to be implanted in a 74-year-old patient treated for pancreatic cancer complicated by duodenal stenosis, who received a stent in (B)(6) 2025 and developed jaundice related to biliary stenosis. The stents were intended to be placed in the bile duct to allow bile drainage during a procedure performed on (B)(6) 2025. During the procedure, access to the bile duct was achieved by deploying the first stent (subject of this report) at the site of the stenosis; however, during deployment, the physician noticed that the distal flange was not deploying properly. The physician continued with the other steps, hoping the stent would open, but this was unsuccessful. An attempt to continue the deployment resulted in the stent moved into the duodenal lumen. The stent was removed. The physician then replaced the device and inserted another axios stent (subject of report number 3005099803-2025-05745). However, the stent showed the same expansion issue. It was then decided to insert a guidewire into the common bile duct through the hole made by the axios stent, but this was unsuccessful as well. Finally, a third axios stent was used to drain the gallbladder through the duodenal wall, which deployed successfully with good bile flow at the end of the procedure. There were no patient complications reported as a result of this event at this time.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent first flange difficult to position.